Event description:
During an interventional procedure, the physician tried to insert a 180 j wizdom steerable guide wire into the de novo, 95% stenosed, very calcified and very tortuous distal right coronary artery. However, the wire failed to cross the lesion, so the physician pulled out the wire and found that the tip of the wire was disentangled. The physician then used another wire and the procedure was finished successfully.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.